Event description:
The manufacturer received information alleging a trilogy evo o2 device failed the active exhalation verification final test after routine preventative maintenance at a third-party service center. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party 's service center the root cause of the malfunction was determined to be the 3-way solenoid valve. The technician recommended replacing the 3-way solenoid valve to address the issue. No further investigation is required at this time. The device was repaired and passed all final testing.